Event description:
It was reported that the implant detection was still turned on post implant and there was no diagnostic. Detections will be programmed off manually and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.